Event description:
It was reported that a patient underwent a respiratory procedure on (B)(6) 2025 and absorbable hemostat was used. During surgery a product defect occurred. Abnormalities that can be visually confirmed on the product. There were white spots in several places. This event was found before use. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6: component code: g07002: device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were the white spots found directly on the product? Maybe yes. Are there any photos of the white spots available? I don't have. The defective product was confirmed after the package was opened. Although the product number is pk, this event occurred with a regular product. The following information was requested, but unavailable: is it possible that foreign material fell into packaging upon opening of device? Unknown. Was the product seal on the foil still intact when the package was opened? Unknown. Was the procedure completed without any adverse effect to the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found h3 investigation summary the product was returned to ethicon for evaluation. One open sample that pertains to the product code 1961 was received for analysis. Upon initial inspection of the returned sample, no foreign matter was observed. However, some pieces of oxidized regenerated cellulose on the fibrous web were noted. This condition was measured, and it was less than 3/4" therefore is not considered a defect. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.